Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of an extension set with luer lock adapter splits when injecting contrast. It is unknown at what step the reported condition occurred. The customer states that they used the tubing with a power injector. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.